Manufacturer narrative:
The device was returned on (B)(4) 2014 to the MFR for eval. Once the investigation on the unit is performed, a follow up report will be submitted. Info was provided to masimo that the newborn pt is back home with his parents now without anymore problems reported.

Event description:
Customer reported that the radical-7 had an issue with measuring spo2 in a maternity and neonates dept. The radical-7 was not able to display a value for spo2 when it was placed on a newborn. The baby went through a difficult delivery and was diagnosed with poor health. He was placed under oxygen. They use to work with the m-lncs neo (pn 2514). None of the devices could give spo2 value. Then they transferred the baby under a philips monitor with a masimo cable and sensor. They had a brief value during a few seconds and then there was none.